Manufacturer narrative:
Corrected data: d5, d10(as the reported malfunction was found during device evaluation there were no concomitant devices involved), e1, h6(health effect- impact code: removing ¿no health consequences or impact¿ and adding ¿no patient involvement¿) this report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the failure of the main board led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited the front panel switches did not work due to faulty main board. There were no reports of patient involvement.